Manufacturer narrative:
Examination of the returned complaint device consisted of a watchman implant only, with a thread/cord threaded through the implant fabric. The thread/cord was 47 cm in length. He implant was microscopically and visually inspected. Inspection revealed that the implant frame was misshapen, with two ¿feet¿ of the implant locked into each other, and one anchor was damaged (pushed up/out). The ¿feet¿ that were locked together were unlocked during lab analysis, and the frame reverted back to the normal (expected) shape. There were two punctures/perforations in the frame material as a result of the thread/cord being threaded through the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12490. It was reported that recapture difficulties occurred and embolization occurred. A left atrial appendage procedure was to be performed at 12:02pm. Prior to the procedure the patient was noted to have nothing by mouth (npo) and was currently in atrial fibrillation. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. While attempting to place the closure device it was found that the closure device was in a proximal position with inadequate compression. A full recapture was attempted, but could not be successfully recaptured at the level of the anchors due to a kink in the was approximately 0.5 cm proximal to the 33 marker band. Troubleshooting maneuvers performed included withdraw and advancement of sheath to the level of the anchors, repositioning rowing of sheath trajectory, unsnapping of wds and was to potentially give support to the kinked area. Maneuvers to aid full recapture were unsuccessful. They decided that repositioning the closure device was the best course of action. They partially recaptured closure device with careful reposition using contrast fluoro and transesophageal echocardiogram (tee) into maximal safe depth and the closure device was re-deployed. Position, compression, and the amount of mitral sided shoulder was estimated to be one quarter the closure device height. The anchors were assessed with a successful tug test. Size measurements in multiple angles were performed and are as follows, 0 degrees was found to be 15%, 45 degrees was found to be 9%, 90 degrees was found to be 10%, 135 degrees was found to be 12%. The closure device was suitable for release as position even though it was slightly proximal, but acceptable. A tug test was successfully performed. Compression measurements were within the 20% range, there was a complete seal and no leaks were detected. The closure device was released and the case was completed. Approximately 2 hours post procedure, the patient developed shortness of breath and tachycardia while in recovery. A limited transthoracic echo was performed and the closure device was found to be embolized and was currently located in the left ventricle. Surgery was arranged for closure device retrieval and the laa was surgically closed. The patient is currently doing fine and was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12490 it was reported that recapture difficulties occurred and embolization occurred. A left atrial appendage procedure was to be performed at 12:02pm. Prior to the procedure the patient was noted to have nothing by mouth (npo) and was currently in atrial fibrillation. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. While attempting to place the closure device it was found that the closure device was in a proximal position with inadequate compression. A full recapture was attempted, but could not be successfully recaptured at the level of the anchors due to a kink in the was approximately 0.5 cm proximal to the 33 marker band. Troubleshooting maneuvers performed included withdraw and advancement of sheath to the level of the anchors, repositioning rowing of sheath trajectory, unsnapping of wds and was to potentially give support to the kinked area. Maneuvers to aid full recapture were unsuccessful. They decided that repositioning the closure device was the best course of action. They partially recaptured closure device with careful reposition using contrast fluoro and transesophageal echocardiogram (tee) into maximal safe depth and the closure device was re-deployed. Position, compression, and the amount of mitral sided shoulder was estimated to be one quarter the closure device height. The anchors were assessed with a successful tug test. Size measurements in multiple angles were performed and are as follows, 0 degrees was found to be 15%, 45 degrees was found to be 9%, 90 degrees was found to be 10%, 135 degrees was found to be 12%. The closure device was suitable for release as position even though it was slightly proximal, but acceptable. A tug test was successfully performed. Compression measurements were within the 20% range, there was a complete seal and no leaks were detected. The closure device was released and the case was completed. Approximately 2 hours post procedure, the patient developed shortness of breath and tachycardia while in recovery. A limited transthoracic echo was performed and the closure device was found to be embolized and was currently located in the left ventricle. Surgery was arranged for closure device retrieval and the laa was surgically closed. The patient is currently doing fine and was stable.